Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the imaging system was run until the uninterruptible power supply (ups) was depleted and the site did not allow a proper amount of charging time to allow functionality for the viewing station of the imaging system. The representative then discussed with the site proper charging and usage techniques. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore, no parts were returned for analysis.

Event description:
A medtronic representative reported that, when starting the imaging system, the system would not start up as intended. The line power light was not illuminated. The reported issue occurred at the beginning of the procedure. The surgeon elected to continue the procedure without medtronic imaging and navigation, rather using a c-arm. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.